Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 3 of 4. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. The baxter technical services representative explained the alarm and advised the hp to complete therapy with manual supplies. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. She stated that she did not notice anything unusual about her supplies that night. The sample was available and requested for evaluation. She had not told her nurse about this event, but since then therapy has been going well. There were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(4) 2012. She stated that she did not know about the event, but that as far as she knew the patient was continuing therapy on the homechoice successfully. No adverse effects were reported.

Manufacturer narrative:
(B)94). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not received by baxter. Baxter product surveillance attempted to contact the home patient to follow up on sample availability, but the patient could not be reached. As the sample was unavailable and the lot number was unknown, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not be confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.